Event description:
Hcp reports pt presented in 2004 with symptoms of withdrawal. The pump reservoir volume was 1.1ml. The pump was refilled to 18ml. The pt was reported to have recovered without sequela.